Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that scheduled for a trial phase and the trial proved to be 80% effective. The patient then had the permanent devices implanted and the healthcare provider (hcp) whom implanted the device was retiring soon. The patient then had to find a new neurosurgeon and determined that the implanted devices were not the answer nor cure to the patient's chronic pain. The patient then had to request opiod tablets to address the pain. The narcotic tablets was a growing into a problem for the patient since the pain management fluctuated. The patient found the manufacturers modalities to irritate her. The 80% reduction in pain dwindled down to 50% and this became a challenge for the patient. The patient had experienced radiating pain due to changes in the environment such as atmospheric pressure. The patient's laminectomy syndrome emanates severe neuritis and neuoalgia before a rain or snow storm. The patient took a combo of percodan, motrin, and flexeril during this time. This prevented the stimulation from irritating the psyche.

Event description:
The patient reported they have two stimulators, one for their lumbar area and one for their sacral nerve. Their first implant did not remove all of their pain and they had intermittent pain. It especially does not remove pain when it rains, thunders, or lightnings. They were not sure if it was due to arthritis. They were taking medication and receiving acupuncture and a combination of other treatments to mask their pain. The first device did not work and they unable to get any bars. They kept trying to recharge but it did not work. They tried to locate the ¿receptor site and deposit electrical stimuli¿ but there was no response. They also noted that their ¿back goes out¿ when charging but the pain is masked due to their other treatments. Their health care provider (hcp) though there may have been too much fluid in the area ¿to read it¿ so they were going to let the pocket dry up and then try again. Indications for use are as follows: 084 ¿ chronic low back pain

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).